Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. On (B)(6) 2015, the voluntary recall was initiated. The device history records have been received and this lot met all release criteria. One monopty biopsy needle with product packaging and label were returned for evaluation. The investigation in confirmed for a break, as the cannula hub was found to be broken. The investigations is also confirmed for failure to prime, as the returned device could not be primed during functional testing. This is a known issue for the identified product code/lot number combination. The root cause was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure, rattling noise was heard after taking a tissue sample. Another device was used to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The complainant occupation type was documented but not reported. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.